Manufacturer narrative:
The reported running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a probable cause of the reported event. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that at the user facility the device was not running in the correct mode; it was running in reverse when in forward mode, and running in forward when in reverse mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. No further information was provided by the user facility.